Event description:
Breast implant problems. Rptr is very ill from these breast implants. She feel like there is nowhere to turn. She wants to get them out. Her own health insurance refuses to pay for any of it. "She was terminated from my job, I haven't been able to work for the last two years. I'm in the process now of trying to get social security. I now realize with all of my health problems I probably will never work again." Rptr feels, these breast implants could end up costing lives. This is just too big of a deal to even put a price tag on. There are times when rptr feels like just taking a knife and cutting them out herself. Of course she knows that would not be too smart. She is just so desperate she dkoesn't know what to do anymore. When everyday is like a struggle to get through due to all of her illnesses. She feels like she doesn't have any kind of life after what MFR has done to her.